Event description:
It was reported that the subject device had no power. The issue occurred during set up / inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of power supply unit, light not emitted. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of reportable malfunction (device cannot be switched on/power supply defective) was due to poor contact of power supply unit, no light was emitted, output socket was cracked and light was poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.